Event description:
It was reported the output connector is broken. The part number of the connector was provided to the hospital contact. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.